Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add country czech republic. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of no of image occurred from a defective cable unit. The specific root cause of the defective cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the regional repair center for evaluation. The customer's reported issue was confirmed as during inspection and testing , there was no image on the screen which was determined to be due to a defective cable; no visible damage externally. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed that a customer 4k camera head was found to have no image during inspection before use. No patient involvement or harm was reported to olympus. The device will be returned for service.